Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: hives, wheezing, swelling of the face and hands, hand sores and dermatitis, runny eyes and nose, difficulty breathing, severe emotional distress, inability to engage in normal activities, loss of enjoyment, great despair, and loss of earnings and earning capacity.